Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: h4, updating from september 30, 2022 to september 20, 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it although it can be presumed to be because of physical damage on the equipment. It is likely error code b30 occurred due to internal flooding. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation revealed the following findings: there was leakage biopsy channel, image guide breakage, and the angle wires were stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the eves eus ultrasound bronchofibervideoscope displayed a b30 (scope communication error), black material exiting the channel when the balloon was inserted and the rubber inside the channel appeared damaged. The issues were observed during preparation for use for an unspecified procedure. There were no reports of patient harm or impact associated with this event.